Manufacturer narrative:
Medical device expiration date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the safety mechanism failed to engage with saf-t-intima w/prn bl 22ga x .75in on 2 occasions during. This resulted in a needlestick injury with the nurse. In one instance the nurse using the device sustained a needlestick injury to her finger. The device had been used for a subcutaneous line, and had not been in contact with the patients blood stream, but had been used in the subcutaneous tissues.